Event description:
A transcatheter aortic valve implantation (tavi) procedure was performed on (B)(6) 2012 where a 23 mm valve from another MFR was implanted due to aortic insufficiency. The physician stated the regurgitation was most likely due to previous endocarditis that was treated in 2011. Postoperatively, the pt was reported to be recovering without problems.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. However, there was no evidence found to suggest there was an intrinsic defect in the valve. As supported by review of the valve's device history record. The cause of the endocarditis resulting in the aortic regurgitation remains unknown.